Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out-of-range pace impedance measurements on both the right atrial (ra) lead and left ventricular (lv) leads greater than 3000 ohms. No adverse patient effects were reported. This device system remains in service.